Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/06/2019. The following additional information was received: 473030 is not a recognized lot number.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/04/2019. Additional information was requested and the following was obtained: please clarify if one suture broke or four sutures broke during this patient event? Four sutures broke. Please clarify the lot number. 473030 does not appear to be a valid lot number. I have to request the batch conference with the clients. Device return / follow-up status? We have no samples to return. Note: events reported via mw 2210968-2019-88373, 2210968-2019-88374 and 2210968-2019-88375.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if one suture broke or four sutures broke during this patient event? Please clarify the lot number.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke several times. The procedure was completed with a like device. There were no adverse patient consequences reported.